Event description:
The customer was hospitalized with high blood sugars. The doctor in the e.r. Said the pump was beeping and they wanted to know why. Explained it was a check blood sugar alarm. Requested the customer call back for troubleshooting when pt is stablized.